Event description:
New software upgrade was installed on nuclear medicine cameras which gave values for renal function well above accepted physiologic values even for normal pts. This suggests all or some portions of the software were not properly validated with independent tests prior to release to users. In particular, the erpf values were excessively high on multiple pts. One pt was a paraplegic having renal scan to assess renal function. Previous study gave an erpf of approx 600 ml/min while new software used 1 yr later gave values of approx 1000 ml/min.